Event description:
It was reported via repair work order that the head end hydraulic jack was drifting with weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.